Event description:
It was reported while inserting the catheter into the subclavian vein, the physician noted an exposed wire on the catheter shaft that perforated the insulation. The catheter was removed and the procedure was completed with no consequences to the pt. The pt's condition post procedure is reported as "junctional rhythm".

Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. When our investigation has been completed a f/u report will be submitted.